Event description:
During testing and repair at the independent repair center, the irc5po2v concentrator was alarming (red light). This was due to the saturated sieve beds which led to the malfunction.